Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: a shutdown would be an indication that the supply with electrical energy got lost. The device is equipped with an internal battery to cover mains power losses for at least a period of time. A complete shut down will only occur if the device ran on battery already until the latter was depleted or if more than one failure condition was present, for example if the device was put into operation with a worn/depleted battery and mains power got lost for whatever reason. A power loss will be alarmed by a buzzer which is buffered by an independent power source (gold cap capacitor). Finally, a clear explanation for the reported event could not be found due to lack of information. It is however seen likely that lack of preventive maintenance was a contributing factor in the event. The hospital has filed a number of similar cases in recent years in which the known aspect sometimes clearly point to batteries that were much longer in use than the recommended exchange interval of two years is. The same explanation may apply here as well - the device is almost six years old, and it cannot be excluded that it is still equipped with the initial battery installed at the time of manufacture.

Event description:
It was reported in an ufr to dräger that the device suddenly shut down during a running ventilation episode. The user reportedly bridged patient support with a manual breathing bag until another device could be introduced as a replacement. The patient experienced a drop in oxygen saturation but there was no detail in the report which would reasonably suggest that any health consequences were resulting from the event. As a side note, it was mentioned in the ufr that the users suspected a relation of the event to an issue with the internal battery.